Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. The patient presented on (B)(6) 2025 for a primary procedure on tooth #20. On (B)(6) 2025 the provider determined that the implant failed to osseointegrate and removed the implant. The patient's bone quality is type ii and their oral hygiene is good. Per the reported information, the patient has no relevant medical history. No injury was reported.